Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was squirting insulin during the manual prime process. The customer¿s blood glucose was unknown at the time of incident. The customer was assisted with troubleshooting. Customer stated that the insulin pump shoots out insulin instead of just dripping out during prime. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Insulin pump primed properly. No excessive no delivery/occlusion alarm noted. No unexpected low battery alarm anomalies noted. (B)(4).